Event description:
The device was received with no additional information.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: explanted: product type catheter h3: the pump was returned, and analysis found corrosion and or wear and or lubrication of the gear train or the motor and a stall due to gear wheel 3. H3: the catheter was returned, and analysis found the catheter was incomplete as it was returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-14, information was received a manufacturer representative (rep), regarding a patient receiving morphine (20 mg/ml, 5.494 mg/day) and bupivacaine (10 mg/ml, 2.747 mg/day) via an implantable pump for non-malignant pain. It was reported the patient was found unresponsive at their home and hospitalized on (B)(6) 2020. The rep was called in to interrogate the pump because it was alarming. The rep stated the pump logs showed a motor stall occurred on (B)(6) 2020 at 0755. The rep stated that there was no electromagnetic interference (emi) or magnetic interaction.

Manufacturer narrative:
Update: the initial report indicated hospitalization which is no longer applicable. Update: the previously applied patient code was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The motor stall was noted as having recovered on the day of the documented stall. The cause of the patient having been unresponsive was determined and multifactorial was further indicated. The patient experienced cognitive changes associated with occipital cardiovascular disease (cvd), progressive dementia, and drug (oral) interaction. It was further noted that the intrathecal pump was assessed by a company representative who demonstrated a pump motor stall. The pump was restarted and was infusing at a minimum rate now. Regarding actions taken, a physician was managing the patient and the plan was to replace the pump. The patient¿s health was deteriorating, and she was cognitively impaired and minimally verbal. A new stroke occurred and anticoagulants were noted for the ongoing issues. The end of life regarding the baclofen pump was to occur in (B)(6) 2020. The patient¿s weight was noted as having been (B)(6).

Manufacturer narrative:
The date received by manufacturer indicated 2020-apr-15 in error regarding the previous report (follow-up # 1), and should have indicated 2020-apr-21. If information is provided in the future, a supplemental report will be issued.